Event description:
It was reported that during the procedure the torque handle did not torque off at 110lbs which caused the tip of the driver to break off. All parts were retrieved from the patient. There were no reported patient impacts associated with this event. This is report one of two.

Manufacturer narrative:
Additional information in h3 and h6: method, results, and conclusions. The returned driver was evaluated. The tip was found to be fractured as reported. However, the mating torque limiting handle that was used in conjunction with the driver was found to output torque above the specification, which caused the driver to fail during use. A review of the driver's manufacturing records did not identify any issues that would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00388.

Event description:
It was reported that during the procedure the torque handle did not torque off at 110lbs which caused the tip of the driver to break off. All parts were retrieved from the patient. There were no reported patient impacts associated with this event. This is report one of two.